Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis of the returned device found blood in the lobes, blood/body fluid on the outer tubing overlay and the retention sleeve cut during implant attempt.

Event description:
It was reported that during implant attempt, the retention sleeve was severed in half while trying to suture the lead. The lead was extracted due to crimping near the suture site. Another lead was used. There were no patient complications reported as a result of this event.